Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that saline leakage occurred near the venipuncture site. The catheter had been placed via internal jugular vein. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8fr groshong catheter were returned for evaluation. Visual inspection identified two partial circumferential breaks 6.9cm and 7.7cm distal to the cath-lock. The partial circumferential breaks were consistent with breaks due to flexural fatigue, the edges were rounded, on the same side of the catheter, and the breaks were buckled in towards the center of the catheter. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that saline leakage occurred near the venipuncture site. The catheter had been placed via internal jugular vein. There was no reported patient injury.